Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.correction to d(4): lot number changed from unavailable to pd1k11222221.expiration date changed from unavailable to 11/22/2024. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 11/22/2022.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 430 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. The pod was removed, the cannula was noted to be bent and site was bleeding. A new pod was applied to treat hyperglycemia.

Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.